Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v779636, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported she had symptom return for the past 3-4 weeks. The patient did not have bowel control and was wearing pads again. The change in therapy/symptoms was considered sudden, that occurred in (B)(6) 2015. She last felt stimulation when she last increased stimulation, but the patient could not recall when that was. The patient currently did not feel stimulation. The patient could not connect with her programmer to verify if stimulation was on or off. The programmer would not do telemetry with or without the antenna. The patient's relevant medical history includes fecal incontinence and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Correction: upon further review, it was determined that the following codes were related to the ins event. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the replacement programmer did not resolve the return of symptoms as they needed a battery replacement.